Event description:
It was reported that during a da vinci s ileovesicostomy surgical procedure the tip of the debakey forceps instrument fell inside of the patient and was retrieved. A fragment of the instrument shaft also fell inside of the patient. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root causes of the customer reported failure modes cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post evaluation) and/or if additional information is received.